Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon wished to only do a two stage firing of the echelon flex 60. On completion of the second stage, the surgeon had difficulty opening the jaws of the echelon. The knife direction was reversed numerous times before the release button would open the jaws, and the handles opened. When eventually the jaws opened, the surgeon observed that a two stage staple line was in situ but that the blade had only cut for one stage. An ets flex and (B)(4) x 3 was used to complete the procedure as there was sufficient margin on the rectal stump. There were no adverse consequences for the patient.